Event description:
While demonstrating the ventilator operation, the manufacturer's sales representative reported that the ventilator shut down and alarmed when it was plugged back into ac power after running on battery power. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power management pcb board to correct the reported problem. Performance verification testing was completed and all tests passed to operating specifications.